Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal discomfort ("abdominal discomfort") in a (B)(6) year-old female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced abdominal discomfort (seriousness criteria medically significant and clinically significant/intervention required) and asthenia ("asthenia"). The patient was treated with surgery (essure removed via salpingectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the abdominal discomfort and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal discomfort and asthenia with essure. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had abdominal discomfort. Essure was removed via salpingectomy one year and three months after insertion. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not reported. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal discomfort ("abdominal discomfort") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced abdominal discomfort (seriousness criteria medically significant and clinically significant/intervention required) and asthenia ("asthenia"). The patient was treated with surgery (essure to be removed via salpingectomy on (B)(6) 2017). Essure was continued at the time of report. At the time of the report, the abdominal discomfort and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal discomfort and asthenia with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: abdominal discomfort. The analysis in the global safety database revealed 30 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: as of mar 20, 2017, no returned product was received for this case. This case is being processed as if no product will be returned. If product is received in the future, a child case will be opened and an investigation will be completed on the returned device. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-apr-2017: no answer to follow up requests could be obtained from reporter (unspecified if essure was removed as scheduled). Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had abdominal discomfort. Essure was removed via salpingectomy one year and three months after insertion. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not reported. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Despite follow-up requests no further information could be obtained expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: as of mar 20, 2017, no returned product was received for this case. This case is being processed as if no product will be returned. If product is received in the future, a child case will be opened and an investigation will be completed on the returned device. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had abdominal discomfort. Essure was removed via salpingectomy one year and three months after insertion. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not reported. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information is expected.